Event description:
During 2005/6, advance medical optics amo moistureplus contact lens solution was prescribed/used for my son's contact lens. In 2006, keratitis infection occurred in his eyes. In 2007, we were advised by our doctor infection was cured, and the reuse of amo moisture caused the infection to reoccur. One month later, a public recall of product identified cause of problem. After 8 months of treatment, expenses, and sacrifice at school and sports, the following month, we receive a verbal advice by our doctor that the infection is cleared. Do we have any legal cost recourse? Dates of use: 2006-2007. Diagnosis: to sterilize contact lens. Event reappeared after reintroduction: yes.